Event description:
It was observed that during the device evaluation, the bronchovideoscope was delivered to olympus without the rubber cover. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause is a cause traced to component failure, which is an expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction is being made to a previously submitted h4 field. The h4 field has been updated to 7/22/2008.

Event description:
No additional information received from the customer.